Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the aiming beam began firing in different directions. The aiming beam became split and was firing from its normal place and then a second aiming beam appeared lower down the protective cap. A second fiber was utilized to successfully complete the procedure without patient complications. The fiber was returned, and analysis identified that the glass cap exhibited a circumferential fracture at the distal side of the fiber/cap fusion zone. Based on this finding, the potential for forward firing exists.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The fiber proximal to the fracture could rotate independently of the metal cap. A distal circumferential fracture has the potential for forward firing; therefore, the reported clinical observation is confirmed. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the fiber damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified distal circumferential fracture.